Manufacturer narrative:
Device evaluation summary: upon visual inspection of the picture, it suggested the device appears intact covered with scar tissue. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm some failure. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/20/2019, mentor received photos of the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, recurrent mastitis. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 600 cc and experienced symptoms including forgetfulness, brain fog, memory loss, severe anxiety, depression, severe neck pain, severe lumbar pain, severe thoracic pain, insomnia, fatigue, hair loss, right breast pain, joint pain, eye pain, blurry vision, and restlessness. The patient also experienced recurrent right-sided mastitis. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This report is for the right side device.